Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) froze during patient use. The screen froze, and the unit became unresponsive through the screen and the buttons. In order to try and reset the unit, they removed it from the anesthesia or, disconnected it from power, and removed the batteries. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: anesthesia machine. Model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) froze during patient use. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) froze during patient use. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) froze during patient use. The screen froze, and the unit became unresponsive through the screen and the buttons. In order to try and reset the unit, they removed it from the or anesthesia machine, disconnected it from power, and removed the batteries. No patient harm was reported. Investigation summary: the evaluation of the returned device shows that the reported issue could not be duplicated. Therefore, the root cause of the reported issue could not be determined. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/12/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 09/26/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 10/08/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: anesthesia machine. Model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.